Manufacturer narrative:
Corrected field: d1. Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11 based on the description, the probable root cause of the issue was the reliance on limited imaging modalities specifically serial chest and abdominal x rays for assessing the balloon catheter position, rather than using fluoroscopy, which provides more precise visualization of distal and proximal markers. This led to uncertainty about the catheter¿s positioning and prompted the call for support. No device malfunction was identified, and the procedure proceeded without complication once appropriate imaging was planned. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100 percent inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The trend review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Event description:
User called into emergency support program line to request assistance with intra-aortic balloon (iab) placement of a fiberoptic balloon catheter. The user reported that the patient was transferred from an outside facility and had a sensation plus 50cc placed in the right femoral artery. The user had obtained a chest xray which revealed the distal marker was low. The user stated he had repositioned the balloon catheter at bedside and used serial chest xrays and had the balloon catheter up to the hub. The user also stated that he had obtained an abdominal xray which revealed the proximal marker. The esp personnel recommended reviewing the distal marker and balloon catheter under fluoro. The user stated that was the plan for the patient and had no other questions.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).